Event description:
The customer reported falsely elevated initial troponin I (access® accutni+3) result, for one patient, involving the access® accutni+3 reagent used in conjunction with the unicel® dxi 600 access® immunoassay system. An initial result of 7.21 ng/ml was obtained but was not released from the laboratory. There was no impact to patient care associated with this event. Subsequent testing of the patient's sample, on the same instrument, produced lower results of 0.04, 0.04, and 0.04 ng/ml, within the normal reference range. The 0.04 ng/ml result was released from the laboratory. The patient's sample was collected in 13x100 mm lithium-heparin becton dickinson (bd) tube and centrifuged at 3,000 rpm (rotations per minute) for four minutes, at room temperature. The sample was tested in the original collection tube which was run through an automation line. No sample integrity issues were observed. The sample was refrigerated in the stockyard between retesting. The customer indicated quality control (qc) recovery was within the laboratory's acceptable range prior to and after sample analysis. The laboratory had retested other patient specimens and results had been reproducible. There were no system errors, in the event log, during sample analysis. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
There is no indication that the access® accutni+3 device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the incident could not be determined with the available information.